Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 400 mg/dl for three hours and visited the emergency room. It was also reported that the patient received treatment from the health care provider in the form of intravenous fluids and insulin via injection. Allegedly, the patient received a recent diagnosis of throat cancer. The patient reportedly remained on insulin pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals in the pump history did not match the total daily dose of bolus delivery with over a 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the tdd bolus history. The pump¿s bolus history shows evidence of a cancelled 4.80u bolus (pump) on (B)(6) 2016 at 18:05 where 0.798u was delivered and a cancelled 5.05u bolus (meter) on (B)(6) 2016 at 01:44 where 1.05u was delivered. No meter was returned with the pump. No hypersensitive keys were observed on the pumps keypad. Manually performed a 10u audio and 10u normal bolus on the pump. Both were accurately recorded in the bolus history. Manually performed a 10u normal bolus from a test meter to the pump with no errors. After all bolus were completed the tdd bolus history correctly showed 30.0u. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).